Event description:
It was reported that the image on the 7600 system was corrupted. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The described failure could not be duplicated. However, identified that the main wheel/brake assembly needed repair. Replaced the wheel/brake assembly. The system was tested and found to be working as intended and placed back into service.